Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided cyst percutaneous drainage catheter placement procedure using navarre opti drain. It was reported that prior to the procedure, the length of the trocar needle was allegedly found shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of a clinician holding the drainage catheter in which the trocar needle was not noted at the tip of the catheter. Although the needle was not noted at the tip of the catheter in the provided photo, it is not sufficient to determine if the product meets the specification. Therefore, the investigation is inconclusive for reported trocar needle length issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), e1, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. It was reported that prior to the procedure; the length of the trocar needle was allegedly found shorter than the catheter. The procedure was completed using another device. There was no patient contact.